Event description:
After pippetting an hcv plate on summit the technician noticed that no sample/no diluent was added to well b8. No error was generated by the summit. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00463171.